Event description:
It was reported that during a da vinci-assisted surgical procedure that an unknown instrument broke. There were no reports of a fragment falling into the patient. There was no additional information provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.